Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead measuring 29.2cmw as returned in two segments for analysis. External insulation abrasion was noted at 2.2-2.4cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 1.5-1.8cm from the proximal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.